Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. The zimmon pancreatic stent (rpn: spsos-3-6-n) involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file covers the spontaneous stent dislodgement of the zimmon pancreatic stent due to the off label for prophylactic use. (Rpn: spsos-3-6-n). Complaint files (B)(4) were opened as a result of this paper. Prior to distribution all zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use¿. 101 patients with a difficult biliary cannulation were involved in this study with 50 in the 3fr ps placement group and 51 in the non-stent group. Prophylactic stent placement to prevent post-ercp occurred and 45 patients experienced stent dislodgement within 7 days of stent placement using a unflanged single pigtail-type pancreatic stent (zimmon; cook endoscopy), 3fr - 4,6 or 8cm in length. Spontaneous stent dislodgement in this case was beneficial for patients because the patients didn¿t need to undergo another endoscopic procedure in order to retrieve the stent. The pancreatitis that occurred in 6 patients in the ps group (5 mild, 1 moderate) was not stent related, in contrast, the stent significantly reduced the incidence of pancreatitis when comparing with non stent group(12 mild, 2 moderate). It may be noted that stent migration is listed as a potential complication in the IFU in association with pancreatic stent placement, however, it must be taken into account that these stents were used off-label which may have been an influential factor on this migration. A definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. Clinical input stated that spontaneous dislodgement/migration is a beneficial effect to the patient, which means the patient does not have to undergo the stent retrieval procedure. Clinical input stated that this procedure related asymptomatic hyperamylasemia was not associated with cook stents because there was no difference between the stent group and non-stent group which mean the stent did not play a role in asymptomatic hyperamylasemia. According to the information reported an 0.018-inch or 0.021-inch guide wire was used. (Cook endoscopy, winston-salem, nc). It may be noted the device label indicates a 0.018¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.018¿ wire guide. However, even though the use of a 0.021 inch wire guide would be considered user error we have no definitive confirmation of which of the two was inserted into the pancreatic duct. This user error would be considered secondary to the use of the device off-label. Complaint is based on customer testimony. According to the information reported the patient did not experience any other adverse effects due to the off-label use. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hoon lee et al 2012 (zimmon pancreatic) ¿ ¿prophylactic temporary 3f pancreatic duct stent to prevent post-ercp pancreatitis in patients with a difficult biliary cannulation: a multicenter, prospective, randomized study¿. Objective: to evaluate the efficacy and usefulness of a temporary 3f ps to prevent pep in patients with difficult biliary cannulations. (Off label use). Procedure: the endoscopic approach to ps placement involved passing a 0.018- or 0.021-inch/480-cm guidewire (cook endoscopy, winston-salem, nc) deep into the pd, at least past the genu. Before pancreatic stenting, pancreatography was performed to visualize the correct direction of the pd. Then, an unflanged single pigtail-type ps (zimmon; cook endoscopy) with a small-caliber (3f) and 4, 6, or 8 cm in length was placed over the guidewire. Successful ps placement was achieved when the stent was appropriately positioned within the pd and its distal end was positioned in the duodenal lumen. Prophylactic ps placement was performed before biliary therapeutic procedures such as stone extraction or stent placement, but not for biliary sphincterotomy. (Off label use: prevention of post ercp pancreatitis). The rate of spontaneous dislodgment by day 7 was 94% (45/48). Follow-up plain abdominal radiographs were obtained to assess spontaneous stent dislodgment the day after ercp. If the stent had not passed within 48 hours, a simple abdominal radiograph was obtained every day until day 7. If the stent had not passed spontaneously by 7 days, endoscopic removal was performed. All ercp procedures were performed by 2 experienced endoscopists. Spontaneous dislodgment of the ps was defined when the entire stent completely migrated from the pd within 7 days without any intervention.